Event description:
A gentleman, who has been incontinent for a number of years, was apparently following microwave therapy for his prostate. He underwent placement of this artificial urinary sphincter (aus) approximately four to five months ago. He did very well and was dry with a change in the quality of his life. Three days ago, he noticed in the shower the extrusion of this pump in the right scrotum and called. The pt was admitted for explantation of the device and implantation of new artifical urinary sphincter.